Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. As the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported incident. The lesion was also reported as tortuous, which likely contributed to the reported difficulty. The failure to advance is not generally associated with a product quality deficiency and was likely related to characteristics of the lesion and not a reflection of the product quality. The reported hemorrhage appears to be a secondary effect of the failure to advance as the graftmaster was unable to cross to seal the perforation, requiring use of an additional graftmaster as treatment. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the lot history record did not reveal any nonconforming material record issues associated with this lot and all lot release testing met specification. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure, a 3.0x26mm graftmaster stent delivery system (sds) was advanced for treatment of a perforation. Due to tortuousity, the sds could not cross. The sds was removed from the anatomy and a shorter 3.0x12mm graftmaster sds was advanced and the stent was deployed successfully to seal the perforation. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.